Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws did not work well and melted in 2 cases. A replacement unit was used to complete each procedure. Product will not be returning as it was discarded. Refer to 2242352-2011-01190.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).